Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The doctor reported bilateral rupture confirmed by CT scan and MRI. The device has been explanted.

Event description:
The doctor reported bilateral rupture confirmed by CT scan and MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation, voids, brown particles and fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: - no were observed openings on the device or issues related with the complaint (rupture).